Event description:
It was reported that the patient's blood glucose was 600 mg/dl, which was treated with injection. There were no delivery alarms for which troubleshooting had been performed previously. The patient had tried different cannula lengths. The patient's insulin was not expired or denatured. The patient was rotating sites and avoiding scar tissue. The serter device was used according to instructiosn for use. It was stated the tubing was not bent or kinked. The customer stated all remedies had been tried. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display winnow.